Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. There were no irregular bolus requests made on (B)(6) 2017. Cartridge change sequence with fill tubing process was conducted. Basal rate was adjusted to 3.7 u/hr throughout the entire day on (B)(6) 2017. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level (bg) level was 167mg/dl. A new cartridge was loaded resolving the issue. Additionally, it was reported the customer experienced a low bg level of 60mg/dl. Reportedly, the bg level may have been caused by not consuming food earlier in the day. Carbohydrates and juice was consumed to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.